Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device detection was found out of specification in relation to the false detection of a loaded set experienced during functionality testing which was reproduced. The evaluation found the symptom to be caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it alarmed to unload the IV set from guide #2 when no set was loaded. There was no patient involvement.